Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed, openings during the analysis. As per the investigation procedures: creases and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side "deflation". Operative report later, also confirmed, "ptosis". Device was explanted.

Event description:
Healthcare professional reported right-side "deflation". Operative report later also confirmed "ptosis". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.